Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer¿s cursor moved on its own, and the buttons were pressed immediately after the update. During incoming inspection it was observed that the programmer demonstrated autonomous cursor movement. Electromagnetic interference (emi) repair was performed to resolve the cursor issue. It was noted that the bullet assy was broken. Software update related error codes were found in the log file. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer¿s cursor moved on its own, and the buttons were pressed immediately after the update. There was no patient involvement.